Manufacturer narrative:
Medwatch concomitant medication - the customer stated that they believe the patient was taking lithium, but this could not be confirmed.

Event description:
The customer stated that they received an erroneous result for one patient sample tested for li lithium (li) on a c502 analyzer. Two samples were collected from the patient and one was tested for li, resulting as 2.37 mmol/l. The 2.37 mmol/l value was reported outside of the laboratory. Other tests were run on the second sample. The doctor sent the patient to the emergency room for lithium overdose based on the initial li result. At the emergency room, a third sample and a fourth sample were collected from the patient and tested for li, with each resulting as 0.27 mmol/l. Both 0.27 mmol/l results were reported outside of the laboratory. The result of 2.37 mmol/l from the original sample was then questioned because it did not match the results from the emergency room. The original sample was then repeated on (B)(6) 2016, resulting as 0.56 mmol/l and this value was believed to be correct. The second sample was tested for li on (B)(6) 2016, resulting as 0.56 mmol/l. The third sample was repeated for li on (B)(6) 2016, resulting as 0.30 mmol/l. The fourth sample was also repeated for li on (B)(6) 2016, resulting as 0.23 mmol/l. The results obtained on (B)(6) 2016 were not reported outside of the laboratory. The patient was sent to the emergency room based on the erroneous value, but this patient was not treated. This patient was not adversely affected. The li reagent lot number was 620511, with an expiration date of 08/31/2017. The field service representative was not able to determine a cause. The operator performed precision and accuracy checks on the analyzer. All controls and calibrations were acceptable.

Manufacturer narrative:
A specific root cause could not be determined based on the information provided. Additional information required for the investigation was requested, but not provided. Controls were within range and calibration showed no abnormalities, so a general issue with the instrument and reagent can be excluded. The field service representative did not identify an instrument issue and stated that the issue is patient sample related. The most likely root cause is related to pre-analytic sample handling.